Manufacturer narrative:
.

Event description:
It was reported to philips that the heartstart mrx defibrillator was unable to acquire ECG. Patient/user involvement: there was no negative patient impact.